Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The sensing vector at the time of the shock was set to the primary sensing vector. The high energy shock impedance was 133 ohms, which is high but within normal limits. Technical services discussed having the patient do a treadmill test to ensure a good sensing vector is selected. There were no additional adverse patient effects. The system remains implanted.